Manufacturer narrative:
The carefusion failure analysis technician evaluated the tca pcba. After installing the assembly onto tca test fixture the assembly did not cause any alarms after cycling in neo natal default settings for 30 minutes. The calibrations of all transducers were reviewed and no abnormal readings were noted. Although the reported issue was not reproduced this issue is being addressed in an internal corrective action.

Event description:
The customer reported that the ventilator was being hooked up to pt, no injury. Vent suddenly stopped ventilating, safety valve opened and ventilator alarmed audibly and visually "exit hi ppeak" alarm on the user interface module screen. Pt bagged and moved to another ventilator.

Manufacturer narrative:
(B)(4). As the correction a replacement gde was sent to the customer. The carefusion factory svc tech evaluated the alleged faulty gas delivery engine that was returned by the customer and was unable to duplicate the problem. This MDR is being submitted following a retrospective review of avea ventilator complaints related to a recall being performed by carefusion on the avea ventilator.